Event description:
On (B)(6) 2023. Estimated date of incident (B)(6) 2023. On 08jun2023 it was reported: charger battery caught fire at connecting port. No harm to people or property. Further follow up is expected.

Manufacturer narrative:
Manufacturer's ref: (B)(4). (B)(6)2023. Device investigation results: a returned apollo 5 c-1 charger shows signs of deformation and overheating inside the micro usb connector. A low ohmic connection had appeared between vbus and the grounded metal housing inside the cable connector. The vbus pin of the charger was protruding, and the tongue had a bend downwards, enabling the formation of a short-circuit. The short-circuit will emit heat when the cable is connected to the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. There are no signs of fire on the device's interior or exterior surface. Device history record review, clinical assessment and risk register conclusion pending, will be submitted on completion. This is an initial report.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Actual device investigation results: a returned apollo 5 c-1 charger shows signs of deformation and overheating inside the micro usb connector. A low ohmic connection had appeared between vbus and the grounded metal housing inside the cable connector. -the vbus pin of the charger was protruding, and the tongue had a bend downwards, enabling the formation of a short-circuit. The short-circuit will emit heat when the cable is connected to the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. There are no signs of fire on the device's interior or exterior surface. Clinical evaluation: it was reported that the charger battery caught fire at the connecting port. Device investigation showed a melted port, but no signs of fire. There was no mention of harm to user, nor their property. No mention of whether the accessories used were original. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. In case of moisture, sweat or dirt in the connector, there can be high temperatures inside the connector due to power dissipation when connected to the charger plug. There can be melting of the plastic around the connector and is visible to the naked eye. It is highly unlikely that the user would touch in case there appears to be melting or high temperatures. In the unlikely event of the user touching this overheated device, it can lead to superficial or minor injury that would in most cases require no medical intervention. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a combined (initial and final) report (B)(6) 23: this case is late due to human error in its execution and submission. Manufacturer has identified and corrected through (B)(4).

Event description:
Estimated date of incident (B)(6) 2023. (B)(6) 2023 it was reported: charger battery caught fire at connecting port. No harm to people or property was reported. No further information is expected.